Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The physician reported that, the biopsied lesion was 1.2cm in size and located in the right upper lobe and was 1cm from the pleura. A moderate size pneumothorax was identified post-procedurally via chest x-ray, but the patient was asymptomatic. A chest tube was immediately inserted and the pneumothorax resolved within 2 days. The patient was subsequently discharged home and was reported as doing well. The physician believed the cause of the pneumothorax was the biopsy of the visceral-pleural surface and that the pneumothorax could have potentially occurred via another biopsy modality. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.